Event description:
It was reported via patient registry that a 27mm aortic valve was explanted and replaced with a 25mm conduit after an implant duration of 3 years, 3 months due to recurrent proximal anastomotic pseudoaneurysm.per medical records the conduit was seated into the aortic annulus. All the knots were then tied using the cor-knot device and the fit was quite satisfactory. The patient weaned off cpb without difficulty on a moderate dose of epinephrine. Following wean from cpb, the patient developed hypotension and eventually tte wall motion abnormalities suggestive of ischemia in the left coronary distribution. The patient was placed on partial ECMO support. Postoperative tee revealed globally reduced left ventricular function and normal prosthetic valve function. The patient was transported while intubated and on ECMO to the cardiac cath lab for angiography of the cabrol limbs given the reduced cardiac function in critical condition at the completion of the procedure. On pod #3 he was brought to or for chest washout and decannulation from central va ECMO. Patient had evidence of transaminitis on labs signifying significant hepatic dysfunction in the setting of high dose vasopressors and ECMO support (in setting of likely fatty liver given patient morbid obesity). Patient had worsening lactic acidosis and persistent high vasopressor requirement. He continue to have worsening of lv dysfunction. After family discussion, he was made dnr and expired shortly thereafter on pod #4.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, b7, and f10 per new information received. H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was explanted 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Re-operative valve surgery carries significant risk. The device was not returned for evaluation, as the device return follow-up is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via patient registry that a 27mm aortic valve was explanted and replaced with a 25mm conduit after an implant duration of 3 years, 3 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.